Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue"), depression ("depression"), loose tooth ("tooth loosening") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, fatigue, depression, loose tooth and hypothyroidism outcome was unknown. The reporter considered depression, fatigue, hypothyroidism, loose tooth and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue"), depression ("depression"), loose tooth ("tooth loosening") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, fatigue, depression, loose tooth and hypothyroidism outcome was unknown. The reporter considered depression, fatigue, hypothyroidism, loose tooth and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.